Manufacturer narrative:
UDI information for additional devices: (B)(4).

Manufacturer narrative:
(B)(4). The UDI information for the originally implanted device is not available since the requested lot number remains unknown. Additionally it states the following: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, including iliac distal vessel seal zone length of at least 10 mm.

Event description:
The following information was reported to gore: on an unknown date in 2014, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018 the patient had a reintervention for a contained rupture of the aneurysm. The contralateral leg endoprosthesis used in the original procedure had only 1-2 mm of seal length within the iliac artery. The left side of the device system, which was the contralateral side, was therefore relined with two 14 x 14 mm devices, into the external iliac, covering the internal iliac artery. Additionally an aortic extender was placed proximally for additional reinforcement of the system. Although placement was optimal, the left side became thrombosed. This thrombosis was successfully treated by means of a fogarty catheter. Following the procedure, all devices were patent and functioning. On (B)(6) 2018 the patient expired due to reperfusion injury. There was no allegation of deficiency of the gore devices, but rather the death was related to the rupture of the aneurysm.